Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. D4: only di provided as lot number is unknown. E1 - initial reporter address, city and phone number are unknown. The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved in 15 cm (6") appx 0.36 ml, smallbore bifuse ext set w/2 surplug® micro clear, 2 clamps, rotating luer where the reporter stated that leakage at the connection. There was no reported patient involvement and harm.